Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument scissors did not cut through the entire blade length because the scissors don't fully close. One blade edge has a small burr near the tip that acts as a mechanical stop for the other blade. The blade damage may be caused by mishandling. Engineering also observed the main tube has a 2.5" long section just below the midpoint with material removed on one side. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that the monopolar curved scissors instrument were dull. No additional info was provided. No pt harm, adverse outcome or injury was reported.